Event description:
The customer reported that 3 different t-connectors leaked during the same event. Leaking was noticed immediately after placing the IV and drawing labs. Subsequent t-connectors were leaking while flushing with saline, prior to patient contact, the fourth connector "worked". There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A f/u report will be submitted with investigation results once the evaluation has been completed.